Event description:
The customer reported a discrepant low ph result when compared to repeat testing on the same instrument with a different test card lot. There is no report of injury due to this event. Please see MDR#3002637618-2026-00024 for event on reader sn (B)(6) on the same patient.

Manufacturer narrative:
Investigation ongoing.

Manufacturer narrative:
Siemens healthineers has confirmed the occurrence of discrepant low ph and measured total carbon dioxide (mtco2) results in arterial, venous, and capillary patient samples. A field action was initiated for the affected test cards. A proximate root cause has been linked to manufacturing limited to one batch of raw material used in these affected lots.